Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged (B)(6) post implant. A revision procedure was performed. The lead was explanted and successfully replaced with another manufacturer's ra lead. No adverse patient effects were reported.